Manufacturer narrative:
The complainant reported the occurrence of a topical skin reaction. We cannot confirm or deny if liquiband exceed caused or contributed to the event taking place. However, in the grp-frm-0037 master harms list, a tissue reaction in a worst case scenario may cause a life threatening injury which would require professional medical intervention. Although the IFU for liquiband exceed states 'do not use on patients with known hypersensitivity to cyanoacrylate, formaldehyde', the complaint does not state whether the allergy was previously known, or if it was an allergic or irritative reaction. In FDA's 'medical device reporting for manufacturers' document issued on november 8, 2016, a "serious injury" is an injury or illness that is life threatening, results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent damage to a body structure.' As it is not confirmed at this stage whether medical intervention was required, this event will be reported as a precautionary measure.

Event description:
The complainant reported the occurence of a topical skin reaction.